Manufacturer narrative:
The explanted device was returned to edwards for analysis and the customer report of calcification was confirmed as the root cause of the reported stenosis. Moderate calcification was observed in the cusp area of all three leaflets. The free margin of all three leaflets exhibited moderate to heavy calcification. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, outflow aspect, and into the orifice. Host tissue was heavy to moderate at the stent inflow and outflow. Leaflets 1 and 3 were fused at the commissures due to host tissue. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. In this event, patient age at implant may have played a role. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
It was reported that a (B)(6) female underwent a valve explant after an implant duration of approximately seven (7) years. Through follow up with the health care provider, it was learned that the reason for explant was due to calcification and stenosis. Upon review of source documentation, the valve was found to be severely calcific with mitral stenosis of the prosthetic valve. The valve was excised and was initially sized to a 29 mm valve. The valve was seated; however, there was "difficulty in seating the valve adequately with the struts not entering into the ventricular cavity and restriction of the leaflets." As a result, the valve was removed and resized to a 25 mm carpentier-edwards perimount plus pericardial bioprosthesis. This valve was seated "without difficulty with a much better result." The valve was checked for competence and there was no evidence of perivalvular leaks. The patient tolerated the procedure well and was returned to the cardiothoracic intensive care unit in fair condition.